Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered safety mode after it was interrogated. This device has not been in service. There is no patient involvement.